Event description:
It was reported that mid-way through the right eye procedure the laser stopped with a 'nozzle out of position' error message which the surgeon was unable to clear. Instead he put the flap back down and told the patient they would need to come back to complete the surgery. No additional information was provided.

Manufacturer narrative:
Age, weight, ethnicity: information unknown/ not provided. Telephone number: (B)(6). Code (B)(4). The system was evaluated by a field service engineer (fse). The field service found that the aspirator nozzle was out of alignment and that the aspirator nozzle sensor was not detecting nozzle position. Following part replacements the fse checked system function and operation and all checks passed. System is working within specifications. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision has been submitted.

Manufacturer narrative:
A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.